Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the egms due to emi. One episode of pacing inhibition was also observed without the noise. The patient was scheduled for device check-up.